Event description:
Ring broken-patient presented with sore, doctor felt ring tip, pulled ring out through wound. Mesh was later explanted 24 days later due to infection.

Manufacturer narrative:
There is an indication that the subject product is going to be returned for us for evaluation. The product has not been returned to date. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when/if product is returned and evaluated.